Event description:
Per wife, customer was non-responsive at 12:15am. She took an aviva blood glucose test, result was 38 mg/dl. She put sugar on her fingertips and ran her finger around the customer's mouth, then second reading at 12:17am was 46 mg/dl. The wife then inserted straw into a glass of v8 splash. The customer was able to suck some of the juice down. Ems was called by customer's wife using 911 at approximately 12:20am. Wife continued to give the customer the juice orally. Reading at 12:25am was 48 mg/dl. Wife continued to give the customer juice until 12:35am, when reading was 51 mg/dl. Ems arrived at 12:37am and at approximately that time result with their meter was 63 mg/dl. Ems paramedics gave the customer 2 glucose tabs. The wife took another reading at 12:42 am at 106 mg/dl. At 12:47am the wife received one last reading of 106 mg/dl. Ems left the scene approximately 15 minutes later. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.